Manufacturer narrative:
The hill-rom tech found that the emergency guards and stop were missing due to abuse. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The hill-rom tech replaced the emergency stop and emergency stop guard to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating that the emergency guards and stop were missing. The lift was located in 2 north at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).